Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor becker smooth 450cc gel breast implant, catalog # 3500450, lot # 59213. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel becker smooth 500cc and experienced bilateral rupture on breast implants. The rupture was diagnosed through ultrasound. As a result, the patient underwent removal of the implants on (B)(6) 2018. It should be noted that the right side was 450cc. This is for the left side implant, see manufacturer report number 1645337-2018-03997 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel becker smooth 500cc and experienced bilateral rupture on breast implants. The rupture was diagnosed through ultrasound. As a result, the patient underwent removal of the implants on (B)(6) 2018. It should be noted that the right side was 450cc. This is for the left side implant, see manufacturer report number 1645337-2018-03997 for contralateral prosthesis. The device was returned to mentor, the gel contained in the device appeared clear. White and brown material was observed within the device and on the shell surface. The product evaluation (pe) team discovered an area of missing material measuring approximately 0.9 cm x 0.4 cm at the outer shell. Microscopic examination of the edges of the missing material revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive with sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. The device history record ( DHR) of lot number 50439 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).